Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. It was reported no alarms sounded at bench run in. The error code e-80 was found recorded in the the download error log indicating the oxygen proportional valve that controls the flow of oxygen to the blower inlet is mechanically stuck open or closed. The oxygen blending module harness and subassembly were replaced to address this issue. The device was tested and passed all testing. Additional findings not related to the reported malfunction/issue: internal/external inspection revealed the rear cover was cracked and required replacement. The device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. In regard to this issue, the issue presents no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.